Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 599 to 738 mg/dl at the time of the incident. The customer was still hospitalized at the time of the call. The customer was at 396 mg/dl half an hour before the call. The customer was given a bolus shot to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed but the customer thinks the pump may be the cause of the highs as they received a refurbished pump. Customer reported that they have been hospitalized 4 times this year and once last year due to high blood glucose. Last year end of (B)(6), the customer was in the emergency room and was given intravenous saline. At the (B)(6) 2018, the customer was hospitalized as well as on (B)(6) to (B)(6) 2018. The customer was at 648 mg/dl. The customer was given manual injections to treat the high. The insulin pump will not be returned for analysis. Pending ice check for pump svns to document the various hbg events mentioned. Updated summary: the customer reported via phone call that she was hospitalized four times this year due to high blood glucose levels. The customer reported that last year end of august , she was in emergency for four hours and she was put on saline. The customer reported that at (B)(6) 2018, she was at the hospital overnight. The customer further stated that at (B)(6) 2018, she was at the hospital overnight. The customer reported that she was in the hospital on (B)(6) 2018 to (B)(6) 2018. The customer reported that she was in the hospital on saturday night and sunday morning and her blood glucose level was above 33.3 mmol/l and the hospital staff stated that it was 36 mmol/l. The customer was treated with manual injection and came back home on sunday morning. The customer reported that she went to emerygency room on (B)(6) 2018 and was still at the hospital. The customer reported that her blood glucose was higher than 33.3 mmol/l from the meter and at the hospital they tested her and she was 41 mmol/l. The customer reported that she was connected to the insulin pump. Troubleshooting was performed. The customer stated that on tuesday she inserted a new reservoir, infusion set and battery. The customer stated that she was disconnected from the insulin pump during priming of tubing. The customer reported that the drive support cap was normal. The insulin pump passed the displacement test. The programming on the insulin pump was correct. The customer reported that her blood glucose levels ranged from 21.2 mmol/l to 30.3 mmol/l. The customer stated that she ate pizza and had coke and did not bolus for the coke and test blood glucose before eating pizza. The customer was advised to monitor the insulin pump. The product is not expected to return for analysis. Additional device related incidents: (B)(4) reservoir/ (B)(4) pump.